Manufacturer narrative:
Baxter received and evaluated the device. A service history review was completed, and the device has been serviced within the last 12 months. The current reported symptom does appear as a repeat symptom within the past 12 months. The ultrasonic sensor was replaced during the last service. Review of the prior service record indicates that all prior service actions were completed. No additional investigation is required for this complaint; therefore, the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced during evaluation. Multiple events of system error 345 alarms were verified through a review of the event history log and found to be caused by a failed downstream thermistor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.